Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found that the pinch tubing on the instrument was not correct. The fse replaced the pinch tubing and made probe adjustments. Instrument performance test results were acceptable. Calibration and qc were ok.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either elecsys (hcg stat) or elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. Patient 1 initial hcg stat result was > 10,000 iu/l with a data flag. The sample was repeated with x100 dilution and the result was 50.00 iu/l with a data flag. The result of 50.00 iu/l was reported outside of the laboratory. The physician questioned the result as the patient is pregnant. The customer repeated the sample using x100 instrument dilution and the result was 10,037 iu/l with a data flag. This result was believed to be correct. Patient 2 initial total psa result was 0.007 ng/ml with a data flag. The repeat was 0.007 ng/ml with a data flag. The customer repeated the sample twice using new reagent and the results were both 1.60 ng/ml. The hcg stat reagent lot number was 458045 with an expiration date of jun-2021. The total psa reagent lot number was 419358 with an expiration date of nov-2020.